Manufacturer narrative:
(B)(4).

Event description:
It was reported that wire/needle/cannula damage or missing" occurred. The wearable was inserted into the arm on (B)(6) 2026. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2026-088104 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR submission, the g7 wearable was received for evaluation on 3/4/2026, and the applicator was received on 3/5/2026. The investigation was completed on 3/18/2026. Upon further review, the complaint was determined to be not reportable per (B)(4).